Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip appliers instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip appliers instrument had a broken wire when we tried to fit a clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium -large clip applier instrument to perform failure analysis. The medium -large clip applier instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.